Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the load process. The customer reported an elevated blood glucose level of 270 mg/dl and was addressed by manual injection. It was reported that alternate insulin therapy is available.